Event description:
Pt had been fighting an eye infection off an on for several months until the drs discussed the possibility that her contact lens solution may be part of a recall. She has stopped using the contact lens solution and the dr assures her that with the antibiotics and drops they have given her that the condition will clear. Two other people within the household have used the product, but do not wear contacts on a regular basis. We have contacted amo and will be receiving a return kit for our several containers of the amo complete moisture plus contact solution. We have one additional box of the contact solution in addition to the ones reported on the previous page, there wasn't enough boxes for multiple products. The remaining box we have is lot #abo2323, expiration 07/08. The family just stopped using the product yesterday after pt dr appointment, and seeing the story on the news last night.